Event description:
A hosp in another country, reported to our distributor that four rt200 adult breathing circuits had heater wire resistance values that were not normal. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR. We will complete an investigation and provide more info.